Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that multiple instruments have malfunctions. The gauge was broken off (has separated from the device) on two (2) depth gauges. The tip was broken off (was missing from the device) on a stardrive screwdriver shaft t8. The tip was stripped on a stardrive screwdriver shaft. The tip was stripped on another stardrive screwdriver shaft t8. Lastly, the tip was broken off of a reamer irrigation aspirator (ria) drive shaft. There was no known procedure involvement. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 319.006; synthes lot number: 6977596; supplier lot number: n/a; release to warehouse date: july 11, 2012; expiration date: n/a; manufactured by synthes jennersville. No nonconformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation flow: damage: visual (appearance not as expected) and broken visual inspection: the depth gauge was received with the distal portion of the needle component broken off. The break is located in the threaded region of the needle and roughly flush with the depth gauge body. The broken needle was received and shows slight off axis bending over the length of the needle. The protection sleeve was not received. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The received condition was determined to agree with the complaint description. Document/specification review: the device drawings reflecting the current and manufactured revision were reviewed. The material of the needle component (part # 319.006.3) is 316leh (l=low carbon, e=extra h=hard) 316 stainless steel (ss)), which is an appropriate material for an instrument component of this type. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection of threaded portion of the needle component could not be conducted due to the post manufacturing deformation at the break and the location of the break. However, the diameter of the shaft directly distal to the break was inspected and found to measure 1.23mm which is within the specification of 1.25mm +0/-0.05 per device drawing. Device history record review with material review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The raw material (lot 6124436) for the needle component (lot 6834482) was confirmed, through the needle component certificate of compliance during the customer quality (cq) investigation, to be correct per the specification with no non-conformance noted. The exact cause of the complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve component to protect the needle during transport and an outer body component which adds additional protection to the needle attachment point during use. Conclusion: in conclusion, the complaint condition is confirmed as the needle complaint is broken. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.